Manufacturer narrative:
During the eval of the device at the manufacturer's service center, "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.